Event description:
It was reported (2) devices were used during an unknown procedure. It was reported by the rep that the tsw35 fired correctly the first firing. The second application, with a tr35w reload, caused the instrument to jam. Another tsw35 instrument was used to complete the case. There was no consequence to the pt.